Manufacturer narrative:
The company representative was able to replicate the reported event. The representative identified a bad photo monitor (pmon) calibration and endo efficiency issue. These were both adjusted to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to bad pmon calibration and endo efficiency. However, as to how or when it fell out of calibration remains inconclusive manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that during cataract surgery an ophthalmic laser system exhibited low output power during multiple surgeries. The scheduled surgery was completed successfully. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).